Manufacturer narrative:
Follow-up information received on 21-dec-2015: consumer stated that will come back to her physician because the pain was back. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain more to left side. A d&c (dilation and curettage) was performed. This event was considered serious due to its medical importance and is listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to intervention performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow-up information received on 11-nov-2015: follow-up attempts were completed with no response to date.

Event description:
This is a spontaneous case report received from an adult female consumer in united states on (B)(4) 2015 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted for permanent contraception 5-6 years ago. Consumer reported that she experienced pain more to left side. Ultrasound was done and came our fine. D&c (dilation and curettage) was done 4-5 months ago and it helped the pain. Not sure if the pain was associated with essure. Result and assessment of the product technical complaint investigation received on 02-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain more to left side. A d&c (dilation and curettage) was performed. This event was considered serious due to its medical importance and is listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to intervention performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.